Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please clarify if the patient suffered from any signs or consequences due to the issue? Product was not used on a patient. Could you please clarify if the issue was received product that is not within the same product family? Product is ethi-pack ds18 7 (9.0 metric) 18¿. What is the lot number? Lot jbf2111060. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and suture was used. The customer reported that the suture is not actually 18 gauge, it is thinner. The surgeon noticed a difference and it is thinner than a spool of 18 gauge wire they had previously. The product was not used on the patient. There were no adverse consequences reported. Additional information was requested.